Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported that the cannula had detached from the headset and the cannula remained in the patient's body. It was reported that the patient required surgery to remove the cannula from the body. The infusion set was requested to be returned for product evaluation.